Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three vial-mate devices leaked during set up. The devices were filled with vancomycin and 5% dextrose solution. The leak appeared to be from the area of the vial adapter. It was unknown as to how many incidences occurred with each solution exactly. There was no patient involved. No additional information is available.

Manufacturer narrative:
Two (2) actual devices and one (1) photograph were received for evaluation. Inspection of the photograph verified the reported condition. The cause of the condition could not be determined by the photograph as the actual sample was not available to complete a device analysis. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed on the returned devices with no issues noted. The reported condition was not verified with the returned samples. Should additional relevant information become available, a supplemental report will be submitted.